Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states," loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 13 states, "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2015-05166 / 05167 / 05169 / 05170 / 05171).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. During the procedure, the patient's calcar fractured upon insertion of the stem, which required the removal of the inserted stem. A cerclage wire was utilized to close the fracture and a new femoral stem was implanted successfully. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to allegations of pain, swelling, leg length discrepancy, malpositioned acetabular component, loose femoral component, and elevated metal ion levels in conjunction with a soft tissue mass. During the revision, it was discovered that the acetabular cup was retroverted and well fixed. Possible fretting at the trunnion/head junction, stem subsidence, pseudotumor, soft tissue mass and fractured cement were also noted. All components were removed and replaced to complete the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.